Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Op notes during 1st stage revision noted a large hematoma found during I&d, and was removed. Spacer was removed and new spacer implanted. After spacer stem was implanted, a small non-displaced fracture proximal to the lesser trochanter was found and repaired. Estimated blood loss of 1000 ml. On the next day, patient experienced dislocation of l hip, developed blood clot, and had icv filter placed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 431188, hip neck adapter, lot # unk, 431190, hip mold stem, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00166, 0001825034 - 2019 - 00167.

Event description:
It was reported that during a 1st stage revision procedure, the patient underwent the removal of a large hematoma, and experienced blood loss of 1000 ml, and subsequent dvt with ivc filter placement. Attempts have been made and no further information has been provided.